Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she would have issues with four out of five infusion sets and causing her to have high blood glucose readings. Customer's blood glucose has been in the 300 mg/dl range. Customer stated her blood glucose was 370 mg/dl at the time of incident and earlier it was 109 mg/dl. Customer changes out the infusion set or site out every four or five times he receives high blood glucose. The drive support cap was reported normal. No air bubbles or leaks noted. Settings were correct. Customer did not have tubing clamps unable to perform high pressure test. Cannula was not bent or occluded. No further information reported.